Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient's cgm initially read 75 mg/dl but dropped to 60 mg/dl within 5 minutes. No bg meter reading was reported at that time. The patient was wearing an omnipod insulin pump and self-treated by drinking coke, which temporarily increased the cgm value to 80 mg/dl. However, the cgm value dropped back down to 60 mg/dl after another 5 minutes. The patient began experiencing nausea and a headache, prompting a visit to the emergency room (ER) for evaluation. Upon arrival at the ER, the patient's cgm was reading low mg/dl, while the bg meter reading was 70 mg/dl. The patient's sensor was removed. The patient was treated with IV fluids and 12 units of insulin. The patient was monitored for approximately 3 hours and was instructed to administer another 10 units of insulin upon returning home. Around 9:20 pm, the patient's bg level was 230 mg/dl (the specific device used for this reading was not specified). The patient was reported to be "fine" at the time of the report. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the ER visit. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.